Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was used to fire across the small bowel. After firing, some of the staples were not formed correctly and others were not formed at all. The surgeon over sewed the area where the staples were not formed correctly. The procedure was completed with a new device. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.